Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the mobile power unit (mpu) not connecting to the system controller properly, and an atypical connect power alarm, were not confirmed. The returned mpu (serial number (B)(6)) was functionally tested at the service depot and was found to perform as intended. Issues with the mpu, and atypical alarms, were not observed and were unable to be reproduced throughout all testing. The serviced and tested mpu was returned to the customer site after passing all tests per procedure. Questions regarding the event were asked multiple times and no responses were received, and log files were not provided. The root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for the mpu, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 3 ¿powering the system¿ instructs users on how to properly connect the system controller to the mpu¿s patient cable. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ and the heartmate 3 lvas instructions for use section 7 ¿alarms and troubleshooting¿ instructs users on how to identify and respond to alarms that sound from their controller, including power cable disconnect and low voltage alarms. The heartmate 3 patient handbook, section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient's mobile power unit (mpu) was no longer working. The patient's spouse claimed the mpu was not properly connecting to the system controller. The green light on the mpu turns on when plugged in, but when connected to the system controller a connect to power alarm occurred. The patient switched the batteries which temporarily resolved the issue but the issue recurred. It was recommended the patient temporarily not use the mpu.